Event description:
Customer reported pt info and images are intermittently lost. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B) (4).